Manufacturer narrative:
The device was not returned for investigation. Based on the narrative provided by the representative, he stated the surgeon felt that the manta was not catching the vessel due to either the access site being torn or enlarged during procedural sheath exchange creating difficultly for the toggle to catch the vessel walls. The IFU was reviewed and lists failed hemostasis and access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. The document history record was reviewed, no non-conformities related to this event were found.

Manufacturer narrative:
The us IFU lists access site complications leading to bleeding and other access site complications possibly requiring surgical cut down as a possible adverse events. An investigation has been opened and review of risk documentation, device history, and case imaging will be performed.

Event description:
A tavr procedure was performed on (B)(6) 2019. It was reported that when the first manta 18f was deployed, the toggle (anchor) did not advance from the carrier tube. The physician attempted to use a second device. The second device deployed correctly, but there was a complete pull out. The physician decided to go to a surgical cut down to close the access site. The patient was reported to be fine following the procedure. This MDR is associated with 3010252479-2019-00045.